Manufacturer narrative:
(Health effect impact code): f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture and necrosis.

Event description:
Patient's representative reported left side ¿considerable serious damage to health and impairments", "constant pain when lying on the side¿, and ¿numbness on the skin¿. Patient's representative reported, left-side capsular contracture baker grade IV and rupture with silicone leakage discovered intraoperatively. Patient's representative also reported, "constant pain when lying on the side and numbness on the skin," "symptoms of breast implant illness (bii)," "mental stress and concerns about possible consequential and long-term damage." Later, patient's representative reported, ¿low-grade chronic inflammatory reaction,¿ ¿necrotic spots,¿ "scar infection" and "infectious tissue." Device has been explanted and replaced with non-allergan device.